Event description:
Breast augmentation in (B)(6) 2000 in (B)(6), by dr (B)(6). Had saline breast implants put in. Come to find after my implant had ruptured. I learned I had the pip pre-filled saline implants that have an outer shell made with industrial grade silicone. Not to mention, it's very concerning they are uncertain of what the implant was truly filled with. I had to leave my ruptured implant in for over two years cause of financial problems. I have had many different symptoms since. Hair loss, brain fog, cognitive issues, my joints hurt so bad, I have muscle loss and weakness, my eyesight has changed slightly and have become very sensitive to light and so on. My surgeon would not help me or give me any details on what I can do. My surgeon did not contact me in regards to the recall, or respond when I asked about replacing them. He simply told me my medical records had been shredded. (B)(6) 2013, I replaced my implants. I kept my pip ruptured implant.